Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be progressive sensor decline. No injury or medical intervention was reported.

Event description:
It was reported that early sensor expiration occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the bin file was performed and early sensor expire was found within the investigation window. The allegation was confirmed. The probable cause was determined to be progressive sensor decline. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).